Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse viewed the diagnostic log and there were no service error codes. The fse reviewed the operating manual which describes this message as: "a calibration update has been intentionally postponed because either the patient¿s mean arterial pressure may be too low to pause assist or less than 15 minutes have elapsed since the last calibration." The fse determined this is an operational issue that needs to be resolved by the customer. Per the request from biomed, the fse performed full calibration. The unit passed all functional and safety tests per factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported during use on a patient, that the cs300 intra-aortic balloon pump (iabp) displayed an iab optical sensor calibration expired message. The iabp was replaced with another to continue therapy. No patient harm, serious injury or adverse event was reported.